Manufacturer narrative:
A partial lead measuring 48.9cm was returned in two segments for analysis. Insulation degradation was noted at 4.4cm from the connector pin. The outer coil was exposed at this location. (B)(4).

Event description:
This report is to advice of an event observed during analysis.

Manufacturer narrative:
(B)(4).